Event description:
It was reported that during a da vinci-assisted surgical procedure, one small piece of cable of the fenestrated bipolar forceps was seen on the touch-screen to be damaged. The grasping function wasn¿t sufficient. The instrument has been replaced with a backup one. The procedure was completed as planned with no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and reported failure was confirmed. The instrument was found to have the conductor wire insulation damaged. There was no material missing, however the conductor wires were exposed. The instrument failed an electrical continuity test. Additional findings not reported by site: 1. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The grips were manipulated while connected to the multimeter and the resistance was noted to fluctuate as the grips were being manipulated. This is a sign that the conductor wire is broken at the grip-crimp location. 2. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.038¿ - 0.202¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. An image associated with this reported event was submitted for review and is consistent with a broken cable. The image was reviewed by the advanced failure analysis team and the following additional information was provided: it was difficult to determine from the image but it appears to be a fully broken conductor wire.